Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This issue was further described as, ¿leaking transfer set even when the twist clamp was closed, the effluent would leak out the end of the transfer set as soon as the minicap was removed¿. This issue was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. The reported condition was verified. The broken occluder located beneath the twist sleeve on the mainbody is the cause of the leak, fluid flow through the set. The cause of the damage could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol, or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.